Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On february 25, 2008, the lay user/patient contact lifescan alleging that her one touch ultra2 meter was reading inaccurately high compared to a lab device. The pt indicated that the inaccuracy issue first began in 2008. The pt obtained "336 mg/dl" on her meter and "263 mg/dl" on a lab device, performed less than 10 minutes apart. Based on statistical methodology, the calculated difference of the results exceeded lifescan's accuracy criteria. The customer care advocate (cca) went through troubleshooting with the pt and verified that the meter was correctly set to "mg/dl" and an approved sample was used on the meter; however, the cca noted that the incorrect testing/cleaning techniques were used. The cca walked the pt through two control solution tests and the results were within range. Replacement products were sent to the pt. When asked if she took any actions in regards to her diabetes treatment as a result of the reported issue, she stated she took an increased dose of insulin (110 units 75/25 insulin) when her meter read "318 mg/dl:" the date/time of the test was not specified. Then at an unspecified time, she developed the shakes. It is unclear if the pt administered any self-treatment at this time. The ambulance came and the pt reportedly developed the shakes again. She was taken to the hosp, where she was treated with IV fluids. She was admitted to the hosp at 3pm on the samed day for an unspecified time. Her blood glucose was tested at the lab but she was unable to report the result. The medical affairs specialist was unable to contact the pt by phone to obtain additional info. It would have been helpful to know the dates/times of the reported meter results, the pt's diabetes medication regimen, when the pt developed the shakes, if she administered any self-treatment, and her blood glucose results obtained from the ambulance and hosp. Based on the provided info, this complaint is being reported because the pt allegedly became shaky after testing on her meter and taking insulin.